Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room for a non cardiac related issue and requested his subcutaneous implantable cardioverter defibrillator (s-ICD) be interrogated. Upon interrogation it was noted the device had approximately three and a half years remaining battery longevity. The patient was referred to their cardiologist office for further evaluation. The field representative contacted the clinic and found that the patient is non compliant with follow ups and has only been in the office once since implant. The patient has not followed up since the emergency room visit. The s-ICD remains in service and no adverse patient effects were reported.